Event description:
Surgical procedure performed due to infection. The knee was irrigated and the poly exchanged.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated. Should additonal information be received, the complaint will be reopened. Depuy considers the investigation closed.